Manufacturer narrative:
Evaluation summary: one ls1520 was received for evaluation. The returned product did not meet specification as received. Visual inspection found that the purple activation button was disengaged from the device. The customer reported the component disengaged (not into the patient's cavity). The reported condition was confirmed. The investigation found that the purple activation button was disengaged from the device body. No visible damage to the button or weld was found. Quality engineering has been notified of this type of failure before and it was determined that the disengaged purple activation button is a design issue. A design improvement plan has been initiated to address the disengaged purple activation button. The investigation identified the root cause of the reported event to be a design issue. A CAPA has been issued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a thoraco/lobectomy procedure, the activation switch was found detached upon opening the package. There was no patient involvement, and a new device was used to continue the procedure.